Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the set screw was loose/detached. Performance data was also analyzed. Out of tolerance subthreshold lead impedance patient alert was observed on (B)(6) 2010, and (B)(6) 2011. This behavior is also observed on the weekly pace lead impedance trends for the ventricular pace bi impedance values on these dates.

Event description:
It was reported that during a repositioning of a non-medtronic left ventricular lead, the physician was not able to fixate the right ventricular lead connector pin due to an issue with the set screw. The device was explanted and replaced. No patient complications were reported as a result of this event.